Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed a pass using the jet7 and neuron max. Upon removal, the physician noticed the distal end of the jet7 to be kinked. It was also reported that the jet7 was not advanced over a guidewire. The procedure was completed using a new jet7 and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being reported on this follow-up #01 MFR report:3005168196-2020-00321. 1. Section d. Box 4. Unique identifier. H3 other text : placeholder.